Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Healthcare professional advised customer that insulin pump had been suspending without suspending delivery. Customer also reported to have received a failed battery test. Customer's blood glucose was 203 mg/dl. Customer declined further troubleshooting, and requested for insulin pump to be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation, and was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. No failed battery test alarms were noted. The pump had minor scratches on the lcd window.